Event description:
Medtronic received information that one day post implant of this bioprosthetic surgical valve, patient developed bradycardia when temporary pacemaker turned off. Diagnosed with complete av block. Patient received dual chamber permanent pacemaker. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).